Event description:
Resident was found with track lying on chest, attached to vent circuit. Vent was not alarming per rn. Circuit was discarded prior to vent. Check per resp therapy. Visual check revealed no problem with vent. When vent circuit & same size k style track was attached vent cycled with pressure at 8-10 cm h2o. Vent was sent to an accredited service co. Where no electrical or alarm malfunction was found.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-94. Service provided by: invalid data. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design, alarm - low inspiratory pressure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.